Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter indicated that a bolus was delivered and the amount of the bolus was not subtracted from the insulin remaining reading on the pump home screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump performed a rewind, load, and prime sequence with no issues. A cartridge was filled with approximately 110 units of insulin and correctly recognized by the piston. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully. The pump correctly calculated the remaining units 100 unit and 90 unit after each bolus. The complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.